Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: na. Event description: six complaints have been created based on this complaint submission. Complaint #(B)(4) (event date: (B)(6) 2021). Complaint #(B)(4) (event date: (B)(6) 2021). Complaint #(B)(4) (event date: (B)(6) 2021). Complaint #(B)(4) (event date: (B)(6) 2021). Complaint #(B)(4) (additional returned non-sterile unit, no information given by facility). Complaint #(B)(4) (sterile device returned that failed testing on 27may2021). Additional sterile product was returned as part of complaint #(B)(4). Per [name] applied medical engineer ii, a unit "failed scissor cut testing performed 27may2021 per the scissor rough actuation and cut test [test method]." Intervention: na (sterile units, no patient contact). Patient status: na.

Manufacturer narrative:
The event device has returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: na. Event description: additional sterile product was returned as part of complaint #(B)(4). Per [name] applied medical engineer ii, a unit "failed scissor cut testing performed (B)(6) 2021 per the scissor rough actuation and cut test [test method]" intervention: na (sterile units, no patient contact). Patient status: na.